Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the display dark except for yellowish area in bottom right corner. No patient harm reported.

Manufacturer narrative:
No patient information provided by the customer.